Event description:
Customer reported a high blood glucose level, although the specific value was not provided, with readings indicating "high." There was no adverse impact to the customer's blood glucose level. To address the issue, the customer performed a correction injection using mdi and underwent various checks of their equipment guided by technical support. Technical support advised replacing supplies and consulting a healthcare provider to discuss possible causes. The customer was also instructed to continue monitoring blood glucose levels and to reach out for further support if needed.